Manufacturer narrative:
One syringe pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump's bottom case, right plunger case, and battery door were cracked. Review of the device data log noted a motor rate error. Functional testing included occlusion testing. The motor rate error was able to be duplicated using the same infusion rate as the customer. It was noted that multiple drive train components were worn out from normal use. The worm gear, worm coupling, delrin wavy washers, motor, lead screw, and clutch halves were replaced and the pump passed all functional testing. Based on the evidence, the complaint was confirmed. The root cause was attributed to normal wear of the pump.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Event description:
The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to a patient or clinical injury.